Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), device expulsion ('migration of essure device location of device: fundus of uterus/ displaced right essure coil which is in the uterus, within the upper uterine segment/displacement of device'), embedded device ('remove one coil= embedded/she was told one coil was imbedded in the uterine wall /coil on right side is not in tube and is embedded in myometrium') and abortion spontaneous ('miscarriage') in a 26-year-old female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3, multigravida, pap smear abnormal, vaginal odor, post coital bleeding, vaginitis bacterial, ovarian cyst, ovarian torsion, sexual transmission of infection, preterm labor, threatened abortion, missed abortion, blighted ovum, pregnancy with contraceptive device (((B)(6) 2012), ((B)(6) 2012). ) and termination of pregnancy - elective (((B)(6) 2012). ). Concurrent conditions included depression, anxiety, abdominal pain lower, chlamydial infection, adnexa uteri pain, constipation, renal colic, appendicitis, amenorrhea, breast tenderness, discomfort, vulvitis, vaginal pain, leucocoria, cervicitis, chlamydia trachomatis infection, vomiting, irregular menstruation, micturition urgency, urinary frequency, dysfunctional uterine bleeding, uterine bleeding, vaginal itching, menometrorrhagia, vaginal burning sensation and low back pain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), ethinylestradiol;levonorgestrel (lutera), ibuprofen, intrauterine contraceptive device (paragard), loratadine (claritin), minerals nos;vitamins nos (prenatal vitamins), paracetamol (tylenol 8 hour) and trazodone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), hyperprolactinaemia ("hyperprolactinemia"), vulvovaginal candidiasis ("vaginal candidiasis,"), bacterial vaginosis ("bacterial vaginosis") and abdominal pain ("abdominal pain"). The patient was treated with clarithromycin (macrobid), clindamycin, doxycycline, duloxetine hydrochloride (cymbalta), famotidine, ibuprofen (motrin), metronidazole (flagyl), nystatin, ondansetron hydrochloride (zofran), paracetamol (acetaminophen), promethazine, tramadol hydrochloride (ultram ER), triamcinolone and surgery (dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, device expulsion, embedded device, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, hyperprolactinaemia, vulvovaginal candidiasis, urinary tract infection, bacterial vaginosis, nausea, vaginal discharge and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bacterial vaginosis, device expulsion, dysmenorrhoea, dyspareunia, embedded device, hyperprolactinaemia, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: insertion details- trailing coils: right: 5, left: 3 patient experience another two pregnancy episode which captured under case (B)(4) and (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: obstructions in both fallopian tubes total bilateral occlusion; on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: 1. Pregnancy 2. Abdominal pain in pregnancy. Ultrasound scan vagina - on (B)(6) 2013: impression: intrauterine gestational sac and yolk sac identified without clear fetal pole could represent normal early pregnancy. Recommend correlation with beta hcg levels, and follow-up pelvic sonography as blighted ovum could have a similar appearance. Iii-defined hypoechoic lesion in the right ovary could represent a complex cyst. Small nonspecific free fluid noted within the pelvis; on (B)(6) 2015: impression: 1. Intrauterine gestational sac with an average ultrasound age of 5 weeks 5 days. No fetal pole or yolk sac identified. Recommend clinical correlation and short interval followup in about one week would be advisable to assess for normal pregnancy progression. 2. Complex cyst in the right ovary, likely a corpus luteum cyst. 3. Nonspecific echogenic foci in the right ovary may represent a small hemorrhagic cyst, non-shadowing calcification, or fat. 4. Small to moderate amount fluid in the pelvis.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal discharge, pelvic pain, dysmenorrhea, menorrhagia, abdominal pain, pregnancy with contraceptive device, abdominal pain, urinary tract infection, pelvic inflammatory disease, embedded device, device ineffective, vulvovaginal candidiasis, nausea, hyperprolactinemia, vaginal haemorrhage lot number: 809011 manufacturing date: 2010/12 expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), device expulsion ("migration of essure device location of device: fundus of uterus/ displaced right essure coil which is in the uterus, within the upper uterine segment/displacement of device"), embedded device ("remove one coil= embedded/she was told one coil was imbedded in the uterine wall /coil on right side is not in tube and is embedded in myometrium") and abortion spontaneous ("miscarriage") in a 26-year-old female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3, gravida ii, pap smear abnormal, vaginal odor, post coital bleeding, vaginitis bacterial, ovarian cyst, ovarian torsion, sexual transmission of infection, preterm labor, threatened abortion, missed abortion and blighted ovum. Concurrent conditions included depression, anxiety, abdominal pain lower, chlamydial infection, adnexa uteri pain, constipation, renal colic, appendicitis, amenorrhea, breast tenderness, discomfort, vulvitis, vaginal pain, leucocoria, cervicitis, chlamydia trachomatis infection, vomiting, irregular menstruation, micturition urgency, urinary frequency, dysfunctional uterine bleeding, uterine bleeding, vaginal itching, menometrorrhagia, vaginal burning sensation and low back pain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), ethinylestradiol;levonorgestrel (lutera), ibuprofen, intrauterine contraceptive device (paragard), loratadine (claritin), minerals nos;vitamins nos (prenatal vitamins), paracetamol (tylenol 8 hour) and trazodone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), hyperprolactinaemia ("hyperprolactinemia"), vulvovaginal candidiasis ("vaginal candidiasis,"), bacterial vaginosis ("bacterial vaginosis") and abdominal pain ("abdominal pain"). The patient was treated with clarithromycin (macrobid), clindamycin, doxycycline, duloxetine hydrochloride (cymbalta), famotidine, ibuprofen (motrin), metronidazole (flagyl), nystatin, ondansetron hydrochloride (zofran), paracetamol (acetaminophen), promethazine, tramadol hydrochloride (ultram ER), triamcinolone and surgery (dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, device expulsion, embedded device, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, hyperprolactinaemia, vulvovaginal candidiasis, urinary tract infection, bacterial vaginosis, nausea, vaginal discharge and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bacterial vaginosis, device expulsion, dysmenorrhoea, dyspareunia, embedded device, hyperprolactinaemia, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: insertion details- trailing coils: right: 5, left: 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: obstructions in both fallopian tubes total bilateral occlusion; on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: 1. Pregnancy 2. Abdominal pain in pregnancy. Ultrasound scan vagina - on (B)(6) 2013: impression: intrauterine gestational sac and yolk sac identified without clear fetal pole could represent normal early pregnancy. Recommend correlation with beta hcg levels, and follow-up pelvic sonography as blighted ovum could have a similar appearance. Iii-defined hypoechoic lesion in the right ovary could represent a complex cyst. Small nonspecific free fluid noted within the pelvis; on (B)(6) 2015: impression: 1. Intrauterine gestational sac with an average ultrasound age of 5 weeks 5 days. No fetal pole or yolk sac identified. Recommend clinical correlation and short interval followup in about one week would be advisable to assess for normal pregnancy progression. 2. Complex cyst in the right ovary, likely a corpus luteum cyst, 3. Nonspecific echogenic foci in the right ovary may represent a small hemorrhagic cyst, non-shadowing calcification, or fat, 4. Small to moderate amount fluid in the pelvis. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal discharge, pelvic pain, dysmenorrhea, menorrhagia, abdominal pain, pregnancy with contraceptive device, abdominal pain, urinary tract infection, pelvic inflammatory disease, embedded device, device ineffective, vulvovaginal candidiasis, nausea, hyperprolactinemia, vaginal haemorrhage most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hyperprolactinemia, urinary tract infection, bacterial vaginosis, vaginal candidiasis, migration of essure device location of device: fundus of uterus, pregnancy (stillbirth or miscarriage), nausea, vaginal discharge, device ineffective, abdominal pain, miscarriage, remove one coil= embedded/ she was told one "coil" was imbedded in the uterine wall rather than in the fallopian tube, pelvic inflammatory disease were added. Pt of medical device removal updated to pelvic pain. New reporters, patient information, medical history, lab data, treatment and concomitant medications were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), device expulsion ('migration of essure device location of device: fundus of uterus/ displaced right essure coil which is in the uterus, within the upper uterine segment/displacement of device'), embedded device ('remove one coil= embedded/she was told one coil was imbedded in the uterine wall /coil on right side is not in tube and is embedded in myometrium') and abortion spontaneous ('miscarriage') in a 26-year-old female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3, multigravida, pap smear abnormal, vaginal odor, post coital bleeding, vaginitis bacterial, ovarian cyst, ovarian torsion, sexual transmission of infection, preterm labor, threatened abortion, missed abortion, blighted ovum, pregnancy with contraceptive device (((B)(6)2012), ((B)(6)2012).), termination of pregnancy - elective (((B)(6) 2012).) And frequency urinary. Previously administered products included for an unreported indication: nuva ring from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included depression, anxiety, abdominal pain lower, chlamydial infection, adnexa uteri pain, constipation, renal colic, appendicitis, amenorrhea, breast tenderness, discomfort, vulvitis, vaginal pain, leucocoria, cervicitis, chlamydia trachomatis infection, vomiting, irregular menstruation, micturition urgency, urinary frequency, dysfunctional uterine bleeding, uterine bleeding, vaginal itching, menometrorrhagia, vaginal burning sensation and low back pain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) from (B)(6) 2014 to (B)(6) 2015, ethinylestradiol;levonorgestrel (lutera) (B)(6) 2012 to (B)(6) 2012, ibuprofen, intrauterine contraceptive device (paragard), loratadine (claritin), medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014, minerals nos;vitamins nos (prenatal vitamins), paracetamol (tylenol 8 hour), trazodone and vitamin d nos (vitamin d) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis,"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and hyperprolactinaemia ("hyperprolactinemia"). The patient was treated with clarithromycin (macrobid), clindamycin, doxycycline, duloxetine hydrochloride (cymbalta), famotidine, ibuprofen (motrin), metronidazole (flagyl), nystatin, ondansetron hydrochloride (zofran), paracetamol (acetaminophen), promethazine, tramadol hydrochloride (ultram ER), triamcinolone and surgery (dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic inflammatory disease, device expulsion, embedded device, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, hyperprolactinaemia, vulvovaginal candidiasis, urinary tract infection, bacterial vaginosis, nausea, vaginal discharge and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bacterial vaginosis, device expulsion, dysmenorrhoea, dyspareunia, embedded device, hyperprolactinaemia, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: insertion details- trailing coils: right: 5, left: 3. Patient experience another two pregnancy episode which captured under case (B)(4). Lot number: 809011 manufacturing date: 2010/12 expiration date: 2013/12. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: obstructions in both fallopian tubes. Total bilateral occlusion; on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: 1. Pregnancy. 2. Abdominal pain in pregnancy. Ultrasound scan vagina - on (B)(6) 2013: impression: intrauterine gestational sac and yolk sac identified without clear fetal pole could represent normal early pregnancy. Recommend correlation with beta hcg levels, and follow-up pelvic sonography as blighted ovum could have a similar appearance. Iii-defined hypoechoic lesion in the right ovary could represent a complex cyst. Small nonspecific free fluid noted within the pelvis; on (B)(6)2015: impression: intrauterine gestational sac with an average ultrasound age of 5 weeks 5 days. No fetal pole or yolk sac identified. Recommend clinical correlation and short interval followup in about one week would be advisable to assess for normal pregnancy progression; complex cyst in the right ovary, likely a corpus luteum cyst; nonspecific echogenic foci in the right ovary may represent a small hemorrhagic cyst, non-shadowing calcification, or fat; small to moderate amount fluid in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent surgery to remove the defective device") in a female patient who had essure inserted for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.